Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced low blood (bg) glucose levels (38 mg/dl). Reportedly, required assistance from their husband to test their bg levels and get the customer food due to the low bg. Customer drank a sugary drink and ate food to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no indication that the insulin pump caused or contributed to low bg levels.